Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the electrode pad components were stuck together and unable to be applied to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The event electrodes were returned for evaluation and the customer's report was observed. It's not clear to zoll how the electrodes were adhered to the wrong side of the styrene liner. There is evidence of adhesive and gel on the coated side of the styrene suggesting they were manufactured and assembled properly. As further diligence a retained sample was inspected and confirmed the electrodes were manufactured and assembled properly. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.